Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: seroma, infection (unknown onset) and capsular contracture (baker grade unknown).

Event description:
Patient representative reported right side infection, chronic pain, seroma, rashes, itching, swelling, asymmetry of breasts, capsular contracture, heat sensation, fear due to risk of further/increased risk of alcl. Patient representative additionally reported mental and emotional suffering, fear, disfigurement, diagnostics and explant, reconstruction, and hospitalization not related to the device. The device has been explanted.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: seroma, infection (unknown onset) and capsular contracture (baker grade unknown).

Event description:
Patient representative reported right side infection, chronic pain, seroma, rashes, itching, swelling, asymmetry of breasts, capsular contracture, heat sensation, fear due to risk of further/increased risk of alcl. Patient representative additionally reported mental and emotional suffering, fear, disfigurement, diagnostics and explant, reconstruction, and hospitalization not related to the device. The device has been explanted.